Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a split was noted to a smiths medical portex bivona flextend¿ tracheostomy tube several minute following use. Subsequently, an emergent tube change was necessary. There were no reported adverse effects.